Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported glidescope video baton 2.0 large used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and confirmed the reported image issue. When connecting the reported video baton to known, good, test verathon equipment and manipulated, the video baton intermittently produced a split screen and/or pixelated image. Visual inspection identified damage to the video baton's hdmi connector and the lens cover was cracked and chipped. The customer's video baton failed verathon's device functionality testing. Upon review of the device history for the serial number at199149 it was determined that the device was manufactured on october 10, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton the customer was advised to replace their glidescope video baton 2.0 large. It is likely that the age of the device, three (3) years and six (6) months caused or contributed to the event. Upon completion of the evaluation, the glidescope video baton 2.0 large was scrapped due to the customer already being provided a replacement. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the connection from the glidescope core smart cable was worn out causing intermittent loss of image. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.